Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 528mg/dl and of being unable to fill the tubing. Customer declined high blood glucose troubleshooting as they knew the reason why it was high. Troubleshooting provided assistance with the fill tubing process and no further assistance was necessary.